Manufacturer narrative:
H.10. Livanova deutschland received the information that the biomed of the hospital replaced the scp touch screen to resolve the reported issue. It was further reported that the touch screen was found to be cracked. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp/ 620mm. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 erc tubing clamp was not clamping. There was no patient involvement.